Event description:
It was reported by service report that the scale was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale display was distorted due to wrong footboard installed to bed.